Event description:
It was reported that imaging was obtained to assess the position of the leads, and both leads were found to have migrated down one vertebral body. The patient noted only getting approximately 30% relief in their low back. The patient noted it was hard to tell if they were getting more than that as they had other medical issues going on. The patient was seen in the office following the imaging results. A possible revision was discussed, but the patient was undecided about proceeding with a lead revision. The representative stated they were able to achieve stimulation in upper thighs and small amount into the left buttocks area. There was no patient involved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.